Event description:
It was reported that the patient experienced fluctuating blood glucose with a low followed by a high when using the ilet system, associated with overcorrection of hypoglycemia and use of ¿more than meal¿ announcements as a correction rather than as a meal entry. Symptoms included hypoglycemia to 56 mg/dl and hyperglycemia to 348 mg/dl with nausea and diarrhea. Outcomes included prolonged time outside target range, approximately 30 minutes low and several hours high, without hospitalization or professional intervention; the patient self-treated the low with oral glucose and juice. Investigation included review of device data and patient logs and provision of troubleshooting and education. Investigation of this case revealed device performance consistent with design, with user technique contributing, specifically overcorrection of lows and improper use of meal announcements leading to glucose variability while the system attempted automated correction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.